Event description:
This patient offered no complaints pre treatment. 95 minutes into the treatment she c/o chills and started shiver. Dr. Notified. Blood cultures pyrogen testing + cbc ordered. The treatment was discontinued and she was restarted on a pre processed f80. She was given 1 gm vanco and 80 mg gentamycin. She completed her full treatment and was sent home. Pre temp 98.6 f max - 100.5 post 98.6no definitive reason could be found for this event, therefore, this MDR is being filed.